Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event: estimated date, exact date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant procedure of a transcatheter bioprosthetic valve mild aortic regurgitation (ar) presented. The patient was discharged to home but their condition deteriorated. Upon hospital return, a transesophageal echocardiogram (toe) revealed the valve had migrated upwards and severe ar was observed. As result, an additional valve was implanted valve-in-valve to resolve. Following the revision the patient was well. As reported, the patient¿s pre-operative computed tomography (CT) had initially had been mis-evaluated which resulted in implanting an  incorrectly sized initial valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Patient code; eval code result; eval code conclusion: per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. It was reported that an incorrect computed tomography was uploaded into the sizing software by the facility which resulted in the implantation of an incorrectly sized valve. Thus, the improper sizing was user related. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve, and others. The incorrectly sized valve was a likely contributing cause. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The valve migration was a likely contributing cause. No procedural images were submitted for medtronic review and the valve was not returned to medtronic; therefore, no product analysis could be performed. A device history record review could not be performed as the serial number was not provided. Also, a device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. There is no information to suggest a device quality deficiency may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.